Event description:
It was been reported that the cement behavior is different than usual. The cement contracts again when applied, like yeast dough. No adverse health consequences.

Manufacturer narrative:
(B)(4). The following sections were updated: b4, g4, g7, h1, h2, h6, h10. 2 complaints, this one included, have been recorded on refobacin bone cement r 2x40-3, reference 3003940002-3, from mar 03th, 2019 to jun 12th, 2020. According to available data, the most probable root cause is undetermined. A customer letter will be send for results. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Report source, foreign - event occurred in (B)(6). The review of the device manufacturing quality record indicates that (B)(4) products designation refobacin bone cement r 2x40, reference 3003940002-3, 917bak1904 were manufactured on 12 august 2019. The device manufacturing quality record indicates that the released product met all requirements to perform as intended. No non conformity or deviation was observed which could be linked to the event described in the complaint. The investigation is in progress, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was been reported that the cement behavior is different than usual. The cement contracts again when applied, like yeast dough. No adverse health consequences.

Manufacturer narrative:
(B)(4). No pictures has been provide for this event. The reported event is not confirmed. The product was not returned, but a analysis has been made on a product with the same reference and batch number but no problem has been found the product is conform. (See addi256067) the investigation is in progress. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly.

Event description:
It was been reported that the cement behavior is different than usual. The cement contracts again when applied, like yeast dough. No adverse health consequences.